Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that unable to press buttons. The customer¿s blood glucose level was unknown. Customer stated the buttons have started to become unresponsive. Customer stated it appears mostly with a down arrow presses. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated they would be responsive but it would take a few seconds for it to respond. Customer stated the same unresponsiveness was occurring with a new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.